Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device staple? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? Was the firing knob able to be returned to the home position? How was the device removed from the patient tissue?

Event description:
It was reported that during an open gastroplasty procedure, the stapler locked in the first shoot and was not possible to open it to replace the reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m54n97. Expiration date: 07/31/2020. Manufacture date: 8/31/2015. The analysis results found that the tlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.